Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 32056 was found indicating a yaw axis failure, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the agc current test was found to be failing on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight board and the yaw searchlight flat flex cable (ffc) were applied behavior analysis (aba) tested and were verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to communication errors resulted from a faulty yaw searchlight board and yaw searchlight ffc, both components located on usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm. Image review: review of the provided images is consistent with reported error messages. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there were repeated non-recoverable faults 32056 on universal surgical manipulator (usm1), which was not functioning and displayed an amber led. Before contacting technical support, the system had been power cycled several times without success. The technical support engineer (tse) attempted to review error logs, but they were unavailable as onsite was not posting. The tse guided the customer to verify and reseat the ethernet cable, but this did not resolve the issue. The "onsite not posting" message was present on the vision side cart (vsc) touchscreen. The tse then instructed the customer to power off the system and perform an emergency power off (epo) on the patient side cart, but there was no improvement. The tse informed the customer that they could proceed with three usms by disabling the affected usm and guided them through this process. The surgeon decided to continue with three usms as the patient was already under anesthesia. The procedure was completed as planned with no reported injury.